Event description:
Caller reports the pt tested 1.8 inr on the coaguchek xs system and 1.1 inr on a comparison lab. Caller reports the coumadin was increased based on the lab. Caller is unsure what the dose of the coumadin was or what it was changed to. No adverse event reported. Requested return of suspect system and replacement sent.